Event description:
Additional information received reported in (B)(6) of 2012 the patient had extreme pain and went to the emergency room, where a magnetic resonance image (MRI) was done and the previously reported granuloma was found. The catheter was cut by the surgeon and left in the patient. The pump was turned off. Later in july the pump and catheter were removed.

Event description:
Additional information received reported the pump was not removed in (B)(6) 2012, as was previously reported. The patient started hearing an alarm one week ago.

Event description:
It was reported that the patient had a suspected inflammatory mass. The patient had a loss of bladder control and other neurological issues. The patient was hospitalized. The patient's pump was turned down from 1ml/day to 0.2ml/day. The neurosurgeon was more concerned about treating the inflammatory mass. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received stated that there was no additional information regarding this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# n151399006 serial# implanted: 2008-(B)(6) explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).